Event description:
It was reported that the device experienced a power on reset and showed an error message. Upon interrogation, the parameters were successfully reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.